Event description:
The patient reported that the keypad buttons were working appropriately except for the backlight button prior to a call with customer support. Then later during troubleshooting for unrelated issue, the patient reported that the keypad buttons would not respond to button presses. She stated that the issue began two months ago. The patient reportedly wore the pump on the outside of her clothing and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.